Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow-up. Interrogation of the implantable cardioverter defibrillator (ICD) revealed that there were multiple episodes of securesense non-sustained right ventricular oversensing, which was noted to be due to post-paced t-wave oversensing. Programming changes were discussed but did not occur, and the patient would continue to be monitored. The patient did not experience any negative consequences due to the oversensing and was in stable condition.

Event description:
Additional information - it was reported that additional episodes of post-paced t-wave oversensing were noted. The device was reprogrammed to address this oversensing. The patient was in stable condition and would continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information - it was reported that the device was explanted and replaced.

Event description:
Correction of information, as the device was replaced due to normal battery depletion. The device explant was not related to any device malfunction.

Manufacturer narrative:
The reported event of oversensing was confirmed. Technical services reviewed the device image and confirmed oversensing was caused by post-paced t-wave oversensing and the device behaved as programmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. Longevity, telemetry, impedance, sensing, pacing and high voltage (hv) output tests were normal with no anomalies found.